Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that their implantable neurostimulator (ins) battery was showing that it was still 100% charged "after the third day" of it being implanted, when they expected the battery level to have been lower by that time. They were told that they would need to charge their ins battery every day, so they were concerned that the ins battery level was still at 100% after 3 days. The patient added that they thought they heard a "warning bell" from their ins last night while they were sleeping, which they thought indicated the ins battery level was low. However, their ins battery continued to show that it was 100% when they checked it this morning, and they still have not charged the ins battery since it was implanted. The following were reviewed with the patient: that the ins does not make any sounds, the wireless recharger (wr) will only make sounds while in use, and if the ins battery level shows 100%, it would be in a range from 90% to 100%. The patient confirmed that they understood. The patient had no concerns about the dbs therapy and stated that it has been "working fine." During the call, the patient charged their ins and they noticed that the wr power button was pulsing green. It was reviewed that the ins was charging, which indicated that the ins was not fully charged and was between 90% to 100%. The patient confirmed that they understood. It was reviewed that the ins battery depletion rate depends on usage and settings, and redirected the patient to their managing healthcare provider (hcp) for further discussion. The patient mentioned that their previous ins battery was replaced with their current ins, and they confirmed that the previous ins was replaced due to normal battery depletion. No patient symptoms were reported. Additional information received from the consumer reported the ¿warning bell¿ was resolved as they had the recharging device in the same room when they sleep. The consumer believed it was ringing when it was fully charged. The consumer went through a ¿checklist¿ with the manufacturer to make sure everything was working properly and the issue was resolved.